Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced an issue with quality control results for multiple assays and pulled previously tested patient samples for comparison testing of the data provided, the thyrotropin (tsh) result for one patient sample was discrepant. The initial result was 2.00 uiu/ml and the repeat result on (B)(6) 2011 was 2.79 uiu/ml. The user did not report out the repeat results and she stated there was no clinical significance with the repeated values. No adverse events were alleged regarding the event. The tsh reagent lot number was 16037401. The field service representative suspected there was a frozen shipment of procell and the user replaced the procell reagent. To verify the analyzer operation, the user ran calibration and quality control with results within specifications.